Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. It was observed the proximal conductor was distorted, the outer insulation was breached cut, and blood present on the proximal conductor and in/on the helix mechanism; apparent explant damage.

Event description:
It was reported that during implant attempt there was trouble finding a good location (stability, electrical) for lead in the patient's atria due to it's size. The lead was removed and replaced. No patient complications have been reported as a result of this event.